Event description:
Hill-rom received a report a hill-rom technician found a note stating the beds missing the communication cable (no nurse call). The bed was located at the account in storage. There was no pt/user injury reported. This report was filed in our complaint handling system as complaint #(B)(4).

Manufacturer narrative:
The hill-rom technician found the communication cable missing and sidecomm board missing pins. A search of the hill-rom maintenance records showed hill-rom performed preventative maintenance on this bed in 2012-2014. It is unk if the facility performed any other preventative maintenance on this bed. The technician replaced the communication cable and the sidecomm board to resolve the issue. Based on this information, no further action is required.